Event description:
A customer reported that during surgery, the ECG and spo2 waveforms dropped off of the pt monitor's screen. The monitor returned to normal operation and the case continued.

Manufacturer narrative:
The suspect pcba was returned to spacelabs for investigation. Initial testing indicated that the device performed to specification. Spacelabs has been unable to duplicate the reported symptoms. An investigation is underway. A follow-up report will be filed as soon as info is available.